Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced an intermittently unresponsive touchscreen limited to the central area of the display when attempting to scroll and pause insulin, with functionality working approximately one out of ten attempts; cleaning and dry hands did not resolve the issue, and other screen functions operated as expected. Symptoms included no reported adverse clinical effects and blood glucose was not affected. Outcomes included shipment of a replacement ilet and instruction to return the original device, with guidance provided on shutdown, data sync to the mobile app, and re-start requirements for the replacement. Investigation included review of the complaint description and device use history provided by the healthcare provider and clinic staff. Investigation of this case revealed a suspected touchscreen responsiveness failure consistent with a display or touch sensor wear issue localized to the screen center. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the touchscreen due to wear or degradation.